Event description:
Additional information was obtained, revealing that fluoro imaging was used to confirm the lead migration.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging confirmed both leads have migrated. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.